Event description:
Complainant alleged that during training, the autopulse platform intermittently prompts a user advisory (ua) 17 (max motor on time exceeded during active operation) message. Customer swapped out the initial li-ion battery with a second battery and the autopulse was able to operate. However, when the customer reinstalled the initial battery into the autopulse platform, it would function for a while but then again display a user advisory (ua) 17. The customer then reinstalled the second battery into the autopulse and the advisory message reappeared. The lifeband was inspected and no twists were observed. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/21/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed which shows no damage. A review of the autopulse archive was performed and the reported complaint that the platform displayed a ua17 (max motor on time exceeded during active operation) fault was confirmed. The archive data shows that multiple ua17 faults occurred on the reported event date of (B)(6) 2015. The archive also shows that other user advisories occurred on the reported event date, however these user advisories are unrelated to the reported complaint. These include ua18 (max take-up revolutions exceeded), ua2 (compression tracking error), and ua45 (not at "home" position after power-on/restart). Functional testing was performed and the reported complaint was unable to be duplicated. The platform was run with a large resuscitation test fixture (equivalent to 250 pounds patient) for approximately 30 minutes and no problems were observed. The platform passed functional testing. A review of the autopulse archive was performed to assess the customer's battery management practices. Review of the archive shows no issues. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed based on review of the archive, however it was unable to be reproduced during functional testing. The root cause for the ua17 fault could not be determined. Per autopulse maintenance guide ((B)(4)), ua17 is an indication that the lifeband is twisted or the battery voltage is low. However, the customer indicated that the lifeband was not twisted and review of the autopulse archive shows that there were no issues with the battery management practices. The other user advisories that were observed during archive review are unrelated to the reported complaint. The root cause for these other user advisories could not be determined. However, per autopulse maintenance guide ((B)(4)), ua18 is an indication that there is no patient on the platform. Ua2 is an indication that there is a change in the lifeband tension due to the lifeband being out of position or if the lifeband is opened during active operation. Per autopulse® resuscitation system model 100 user guide ((B)(4)), if the driveshaft is not in it's home position when the autopulse is powered on, a user advisory (45) will occur.